Event description:
High defibrillation thresholds were reported for this device. A subcutaneous coil was placed (B)(6) 2010 during a heart failure hospital admission. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.